Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
High pacing impedance on the atrial lead was noted potentially due to patient anatomy. The lead was explanted. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.